Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not provide no delivery alarm. Customer was assisted in troubleshooting for absence of no delivery alarm. Customer's blood glucose level was 200mg/dl at the time of incident. A high pressure test was performed and the insulin pump did not alarm. The insulin pump failed the high pressure test. The insulin pump will be returned for analysis.